Event description:
This serious spontaneous device report was received from an office staff via a physician in the united states. The patient, a (B)(6) male experienced worsening pain, could not walk at all as the knee gave out, lateral and medial meniscus tears after receiving two euflexxa (1% sodium hyaluronate) injections to the left knee for osteo arthritis. On (B)(6) 2011, the patient received the first euflexxa injection to the left knee for osteoarthritis. The patient's left knee was prepped with alcohol and then betadine. The physician's assistant injected the knee with marcain (bupivacaine) 4 cc and celestone (betamethasone) 12 mg. The needle that was used for the injection was 25 gauge, 1 1/2 inch. On (B)(6) 2011, the patient received the second injection. The office staff reported that on (B)(6) 2011, the patient's daughter called the physician's office, and reported the father's symptoms of pain were getting worse and that he could not walk at all as the knee gave out. On an unknown date, an x-ray was performed and revealed osteoarthritis.

Manufacturer narrative:
Due to the worsening knee pain, the patient underwent a knee surgery. The physician noted lateral and medial meniscus tears in the left knee, which were repaired. The office staff reported that the surgery notes stated that the left knee underwent a complete synovectomy and removal of cartilage body. The patient was doing better since the surgery but over the past couple of weeks, the patient's knee had been hurting. The office staff stated that the physician planned to inject euflexxa into the left knee. At the time of reporting, the patient was recovering from the knee pain, and lateral and medial meniscus tears were resolved, except it was unknown if the patient was able to walk. Company causality: possible.